Event description:
It was reported that a person using an ilet device experienced hyperglycemia despite no reported alarms, no observed infusion set leaks, and a confirmed high fingerstick reading of 285 mg/dl; the user was guided to change the infusion set and supplies, and a follow-up was planned to confirm glucose reduction. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continuation of therapy with troubleshooting and education. Investigation included user interview and troubleshooting guidance regarding infusion set replacement and verification of insulin delivery. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.